Event description:
Pca pump read 48.2cc's volume given. When pca bag was changed, the volume remaining was 15cc's. The nurse questioned whether the pca pump was not delivering volume properly. Total bag volume was 50cc.